Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the procedure was to treat a lesion in the moderately calcified femoral artery. The vessel diameter is 4.5 mm and a 6f 65 cm sheath was used. The vessel was prepped with a 5.0x200 mm armada balloon dilatation catheter. The 4.5 x 120 mm supera stent system was advanced in the patient anatomy without resistance. During stent deployment the nose cone (tip) interacted with the stent as the stent was being deployed. The stent was deployed without any damage noted; however the nose cone (tip) broke off in the patient anatomy. The tip was retrieved with a snare device. There were no adverse patient sequelae. Although there was a delay in the procedure it did not result in significant impact to the patient. There was no additional information provided.

Manufacturer narrative:
(B)(4). Evaluation summary: visual inspections were performed on the returned device. The deployment difficulty was unable to be confirmed as the stent had already been deployed. The tip detachment was confirmed. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history for the reported lot revealed no other incidents. The investigation was unable to determine a cause for the reported deployment issue and tip detachment. The subsequent patient treatment/therapy is due to operational context. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.